Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. At this time, this pacemaker remains in service. No adverse patient effects were reported.